Event description:
It was reported during the trial procedure, high impedance values were identified on the scs lead (B)(6). Replacing the trial cable did not resolve the issue. The procedure was successfully completed by replacing the lead. The procedure was extended by approximately 30 minutes. It was noted that there was no adverse consequence to the pt as a result of the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.